Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystocele and stress urinary incontinence. It was reported that after implant, the patient experienced a large amount of scar tissue on anterior vaginal wall and suburethral area. The device had been used with 78352200 in-fast bone anchor, lot# 330340.